Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The distal anchor and distal plug were not returned. The proximal anchor was returned with no visible defect. The insertion device has no visible defect. A functional evaluation showed the black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the adverse event was likely procedure related and the device had no influence on the event. The retained distal anchor and inner plug (distal tip) are implantable; therefore, biocompatibility is not an issue. Furthermore, since the distal anchor and the inner plug were retained inside of the patient¿s bone hole micro-motion and migration is unlikely. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include inadequate bone quality, improper preparation of the insertion site, or off-axis insertion of the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during arcr procedure, after inserting the healicoil proximal anchor, the inner plug remained in the bone hole and the anchor came out with the inserter. The anchor was unable to be implanted, and a void hole was left in the patient. The procedure was completed placing a competitor device into an additional bone hole. There was a surgical delay of 20 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
H2: additional information in b5. Corrected information in h6 (health effect - clinical & impact code).

Event description:
It was reported that during arcr procedure, after inserting the healicoil proximal anchor, the inner plug remained in the bone hole and the anchor came out with the inserter. The anchor was unable to be implanted. The distal anchor and inner plug remained inside the bone hole. The procedure was completed placing a competitor device into an additional bone hole. There was a delay of 20 minutes and no further complications were reported.